Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: lamp housing fan on rear panel stopped working that can cause overheat issues. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp housing fan on rear panel stopped working. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's rear fan was not working. The procedure was completed utilizing a similar device. There were no reports of patient harm.